Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty power board. The service technician replaced the power board and the reported issue was resolved. Review of event trace revealed several ¿ln vent1¿ conditions. Root cause for ln vent1 alarm conditions could not be determined. All other event trace entries are consisted with normal ventilator operation. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model laptop 1200 would not power up on external power. When the clinician plugged the device into external power, the device would stop operation and go ventilator inoperable (inop). The customer stated that the reported issue took place during patient set up and there was no direct patient involvement associated with the reported event.